Manufacturer narrative:
Follow-up # 2 ¿ (05/05/2014).the patient¿s meter has been returned on 3/26/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (04/22/2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 3/11/2014 and 4/15/2014, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 11.3 mmol/l on the reported meter and a reading of 6.5 mmol/l on the second meter. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.